Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 10 years post deployment, patient presented with abdominal pain. CT scan revealed that most of the filter struts extends beyond the ivc wall and projecting into the retroperitoneal fat and one of those protruding struts was abutting against the aorta. Two months followed by, CT-abdomen and pelvis showed an ivc filter placed asymmetrically within the infra renal ivc. Struts projected both anterior and posterior to the aorta. Therefore, the investigation is confirmed for filter limb perforation. However, the investigation is inconclusive for filter tilt. Per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current instructions for use states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately nine years eleven months post filter deployment, the patient allegedly had a CT scan that showed that the filter perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information : it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately 10 years post deployment, patient presented with abdominal pain. CT scan revealed that most of the filter struts extends beyond the ivc wall and projecting into the retroperitoneal fat and one of those protruding struts was abutting against the aorta. Two months followed by, CT-abdomen and pelvis showed an ivc filter placed asymmetrically within the infra renal ivc. Struts projected both anterior and posterior to the aorta. Therefore, the investigation is confirmed for filter limb perforation. However, the investigation is inconclusive for filter tilt. Per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current IFU (instructions for use) states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2009).

Event description:
It was reported through the litigation process that approximately nine years eleven months post filter deployment, the patient allegedly had a CT scan that showed that the filter perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information : it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.